Event description:
I am submitting this report regarding a prematurely failed freestyle libre sensor and abbott's systematic refusal to provide timely replacement, which creates dangerous gaps in patient health monitoring. The malfunction: the sensor failed abruptly while securely attached to my arm. The application displayed a "sensor error: glucose reading is unavailable" and subsequently forced a "replace sensor" error (photographic evidence retained). The failure was entirely due to a defective unit, not user error or physical detachment. Manufacturer negligence & obstruction: I requested a replacement over a week ago. Abbott has failed to ship a replacement or provide a tracking number. Today ((B)(6) 2026), I contacted their customer support. The offshore representative provided zero actionable information, vaguely claimed the request is "still processing," and dismissively told me to "go ahead and keep complaining" when I emphasized the medical urgency of a continuous glucose monitor. Regulatory concern: abbott is treating a critical class ii medical device like a low-priority consumer electronic. Leaving a patient without essential glucose monitoring for over a week due to administrative delays, and deploying offshore teams to stonewall patients, is an unacceptable failure of their post-market quality system and patient safety obligations. I urge the FDA to investigate abbott's defective unit replacement protocols, as their current practices actively endanger patients reliant on continuous monitoring.